Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out-of-range shock impedance measurements on the right ventricular (rv) lead. The patient is continuing to be monitored. At this time, this product remains in service and no adverse patient effects were reported.